Event description:
Customer reported images change back and forth from dark to light during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and interconnect cable. System operates as intended.